Event description:
IV pump channel on far right reportedly caused a hole in the IV tubing. Tubing was switched out and new tubing also developed a hole. IV pump channel door was found to be a little sharp and caused a shear hole in the IV tubing. The door latch was replaced on the device and a full pm performed, and the device was returned to service.